Event description:
The customer contact reported a nondelivery. The homecare patient was to receive an unspecified concentration of morphine via a gemstar pump in 01/2006, the homecare nurse initiated the therapy and remained in the patient's home. After an unspecified length of time, it was noted that the pump display incremented but the patient's pain was not relieved. The tubing set was disconnected from the pt and the nurse noted no flow from the distal end. The nurse spoke with the pharmacist and determined no interventions were needed. The tubing set was reconnected to the patient and therapy was resumed. The following day at 0515, the pt reported to the nurse that her pain was not relieved. The nurse reported to the pharmacist that the morphine was not infusing and the pump had an unspecified alarm condition. The pump was removed from clinical service and a replacement pump was sent to the patient's home. At an unspecified time, the therapy was resumed using the replacement pump with the same tubing set. After an unspecified length of time, the tubing set was disconnected from the patient and the nurse noted no flow from the distal end. The nurse spoke with the pharmacist. The pharmacist made a visit to the patient's home, replaced the tubing set and resumed the infusion. The pt received oral pain medication during the time the morphine was not infusing. There were no reported adverse patient sequelae. During inspection of the tubing set at the user facility, "bubbles in the tubing set seemed to move back and forth," and no flow was noted. Though requested, no additional information was provided.